Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels ranging between 226 to 282 mg/dl, with slight ketones. A bolus was delivered to address elevated bg level. A system check performed with tandem technical support indicated that the pump was operating as expected. Later that evening, the customer's bg level was still elevated (over 300 mg/dl with trace ketones). The customer delivered a bolus via the pump. The customer was confident that elevated bg level was not due to an issue with the pump, based on successful system check, and stated that pump basal rates might need to be adjusted. Customer will continue to consult with healthcare provider (hcp) about adjusting basal rates for night time.